Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of bladder disorder ("bladder /urinary problems or changes"), urinary tract disorder ("bladder /urinary problems or changes") and migraine ("migraine headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of bladder disorder ("bladder probs"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine and abdominal pain upper had resolved and the dysmenorrhoea, dyspareunia, allergy to metals, the last episode of bladder disorder, fatigue, urinary tract disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: received treatment for pain, bleeding, nickel allergy, bladder/urinary prob : yes discrepancy in date of birth:(B)(6) 1976 (per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test- not specified. Results-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Events ; abnormal bleeding (vaginal, menorrhagia), bladder /urinary problems or changes, infection (bladder/urinary tract/vaginal), migraines /headaches, stomach pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder probs") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, bladder disorder and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding, nickel allergy, bladder/urinary prob: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test- not specified results-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Removal date, lab data, reporter information added. Previously reported event injury to herself were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, bladder probs incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.